Event description:
531 days following a coronary artery drug eluting stenting treatment procedure a death event occurred. The index procedure treated one lesion located in the distal right coronary artery (rca). Lesion is described as denovo, diameter 3.0 x 15mm, mild calcification and tortuosity, no thrombus, 70% stensois. The lesion was treated with a 3.0x20mm taxus express2 stent predilation was performed with a 3.0x20mm balloon. Patient was dischareged 1 day following index procedure with prescribed medications of asa and plavix, no medications were taken prior to proecedure, plavix and angiomax were the prescribed procedural medications. Death was due to respiratory failure 531 days following the index procedure. According to investigator, the target vessel involvement is unknown. The patient was found at home unresponsive (date unk). Emts found the patient with a neligible reading on a blood glucose monitor. Of note, the amount of time the patient was unconscious was unknown. The patient's last communication with anyone occurred the previous afternoon. The patient was taken to an outside hopspital where CT scan showed no signs of intracerebral hemmorrhage or subdural hematoma. The patient had multiple episodes of hyopglycemia andwas ultimately placed on a d10 infusion. The investigator noted that the patient's nonfocal exam and presentation seemed to support an acute encephalopathic state likely secondary to hypoglycemia (per source). It was planned to intubate the patient, initiate on empiric antibiotics for aspiration risk and subsequently have supportive care including anti-seizure medications and follow up CT scan. The patient was transferred to the study site 492 days following the index procedure was placed on the ventilator for respiratory protection. The patient was in a coma. Neurology, pulmonary and critical care were consulted. Neurology felt that the patient had a poor prognosis and did not have a chance of any legitimate recovery. In discussion with the family, it was decided to discontinue life support. The patient expired 531 days following the index procedure with the cause of death as respiratory failure (per crf). No autopsy was performed. Target vessel involvement is unknown.